Event description:
It was reported that the patient presented to the ER (emergency room) with high right ventricular (rv) lead pacing impedance and several shocks delivered due to oversensing. It was noted that the physician believes the oversensing is due to fracture noise. The lead had just been reprogrammed a couple of days prior and now the physician was looking to what sensing configurations were available. It was also noted that it could possibly also be a set screw. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD)  - implanted: (B)(6) 2012; 406852 implantable pacing lead - implanted: (B)(6) 2002; 1056t competitor implantable pacing lead - implanted: (B)(6) 2009.(B)(4).